Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After inserting the catheter the doctor noticed that a lot of air was detectable via the syringe. Detecting air after clamping was not possible anymore so the leakage must be more proximal. They discovered after removal of the catheter that there was a huge rift/leakage in the catheter lumen.

Manufacturer narrative:
A photo of the ?rift? In the lumen was provided and the split stream catheter lumen assembly was returned for evaluation. The arterial and venous extension adaptors and compression rings were not returned. Visual inspection shows the proximal end of the lumen has been trimmed in order to attach the extension adaptors. The lumens have partially separated around the "do not split beyond this point" mark. The physician indicated that the ?rift? In the lumen, which would indicate leakage, was the cause for the air in the syringe. In order to determine where the ?leakage? Occurred extension adaptors from stock were attached to the catheter. The catheter was flushed, and no leaks were detected. We are unable to determine the cause or factors that may have contributed to this event (air in the syringe). Regarding the separation of the lumens, the split stream catheter is manufactured by bonding two separate lumens together allowing the distal portion of the lumens to be split by the physician as deemed appropriate. The proximal portion of the lumen is permanently bonded. In this case the permanent bond between the lumens did not hold as designed. Based on the evaluation of similar events the manufacturing facility the cause of the lumen separation was determined to be a bonding problem. There was an inconsistency in the solvent dispensing during the bonding procedure. An insufficient amount of solvent was applied to the lumens resulting in the lumens separating. Actions have been implemented to minimize this type of occurrence. Device was used for treatment, not diagnosis.